Event description:
It was reported by the rep that the (1) tct75 was used during a colon resection procedure. It was reported that on the first application of the linear cutter, the surgeon was not able to fully advance the firing trigger resulting in no cutting or firing of the staples. The case was completed with another device and there was no consequence to the pt.